Event description:
When the surgeon was performing a right carotid endarterectomy, he was utilizing the mcm20 medium clipper by ethicon to clip a facial vein on each side of the silk ties. The veins tore with a blood loss of approximately 100 ml. An alternative in-house manual load style clipper was used. Vessels repaired and hemostasis maintained.